Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the insulation of this right ventricular (rv) lead was cut during a therapy system upgrade procedure. Consequently, the lead was explanted and successfully replaced. No adverse patient effects were reported. The product is expected to return.

Event description:
It was reported that the insulation of this right ventricular (rv) lead was cut during a therapy system upgrade procedure. Consequently, the lead was explanted and successfully replaced. No adverse patient effects were reported. The product is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. Visual inspection also revealed insulation damage, likely caused during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.